Event description:
User facility reported difficulty seating the novasure disposable device. After multiple attempts, the device was removed and a fundal perforation was confirmed on post hysteroscopy and the procedure was aborted. The patient was given antibiotics and kept in the hospital overnight. No treatment was needed for the perforation and she was discharged home the next day. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal device (not a hologic device) were done prior to the attempted novasure procedure. The sounding was repeated mid procedure. It is not known when this uterine perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.